Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. There was no adverse impact to blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem user guide instructs the user to remove any residual air from the cartridge.